Event description:
Valiant navion stent grafts were implanted during an unknown thoracic endovascular procedure. It was reported the patient returned for a follow-up CT 14 months post index procedure and the physician has suspected the presence of stent ring enlargement. As per the physician the cause of the stent ring enlargement cannot be determined. No additional clinical sequalae was provided and the patient is fine. Core lab review of CT imaging from 6 months post index procedure showed no stent fractures, no stent ring enlargement and no stent ring migration. The imaging was noted as na for aortic enlargement and endoleaks. Core lab review of CT imaging from 13 months post index procedure showed no stent fractures, no stent ring enlargement and no stent ring migration. The imaging was noted as no for aortic enlargement and na for endoleaks. Core lab review of CT imaging from 19 months post index procedure showed no stent fractures, no stent ring enlargement and no stent ring migration. The imaging was noted as no for aortic enlargement and na for endoleaks.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vnmc2828c90tu, serial/lot #: (B)(6), ubd: 21-jul-2022, UDI#: (B)(4) this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.